Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit observed problem with upper display being broken, there was no patient involvement reported. Upper display has been replaced to resolve reported issue.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (return manufacture date), d10, e2, g3, g6, g7, h2, h6 (health effect-impact codes), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit observed problem with upper display being broken before use. There was no patient involvement reported.